Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was 60 mg/dl at the time of incident. Customer stated that the insulin pump screen goes blank when pressing the act button. Customer stated that the display did not return even after the battery has been changed. Customer also reported keypad anomaly and the act and esc buttons were unresponsive no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with currents in specification. No blank display. Lcd board okay. No button error alarm. Unit was received with intermittent act button response due to flattened button keypad dome. Button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.